Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: it was noted that the patient saw the first symptom immediately following surgery, therefore (B)(6) 2018 is provided as the date of event. (B)(4). Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zlb00 25.5 diopter lens was implanted in the patient's right eye (od) on (B)(6) 2018. It was later explanted on (b)() 2018 because the patient complained of severe halos and glare. At explant there was no incision enlargement, no vitrectomy, and no sutures required. The replacement lens was a zcb00 25.5 diopter lens. Reportedly, the patient is doing excellent. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.